Manufacturer narrative:
(B)(4).

Event description:
Device 3 of 5. Reference MFR report #3008829311-2016-00199, 3008829311-2016-00200, 3006705815-2016-00563, 3006705815-2016-00561. The patient received two drg leads model mn10450 from lot number ab2135. It was reported a blood clot was discovered in the patient's right leg post trial procedure for a drg system and scs system revision. Reportedly, the patient was hospitalized for treatment of the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 5. Reference MFR report#3008829311-2016-00199, reference MFR report#3008829311-2016-00200 , reference MFR report#3006705815-2016-00561 and reference MFR report#3006705815-2016-00563. Follow-up identified the patient is better and the issue resolved with treatment.